Manufacturer narrative:
As the system will not be returned no analysis will be conducted. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), right ventricular (rv) and right atrial (ra) leads (competitor) were explanted due to an infection. The system will not be returned.